Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the implantable pulse generator (ipg) was interrogated it showed the device was at elective replacement indicator (eri) and programmed to vvi65. At the same time the atrial impedance dropped to low values and battery voltages were not displayed. A measurement lock-up issue was suspected. The device was reprogrammed and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.